Manufacturer narrative:
On 10/07/2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020 , a distributor of infutronix reported an issue on behalf of an end user: "took a call at 0300 from (B)(6). She had ankle reconstruction and said her "top" pump was leaking. She said her bandage was soaked and her pants were wet. After she read the screen on both pumps, I informed her the pumps were working and sometimes there was some leakage. She said she was going to get a towel to help keep herself dry. I agreed and told her that her catheter maybe out of place based on the amount of fluid leaking onto her pants. I reassured her the pumps were working and to call the anesthesia number. She said she called and no one has returned her call. She had a concern that then medication was "going to go under my skin and cause a problem." I told her the catheter is in the tissue under her skin, but will only cause numbing due to the type of medication it is. I told her she would be fine until someone called her back. She said she would try again in the am. Her pain was a 7/10 at "the front base" and had been slowly getting worse (classic sign of dislodged catheter). I advised her to take her oral medication as prescribed. She felt reassured nothing bad would happen and I invited her to call back if necessary. Call ended." A patient was involved but not harmed.